Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the lead is in process; the results will be forwarded when available. (B)(4) analysis revealed the lead was stretched; the full lead was returned for analysis. Further testing revealed that the inner insulation was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. It was also noted that the lead has been stretched such that the inner tubing buckled, preventing the helix from functioning properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix and sleevehead. There was cosmetic depressions on the outer insulation near the connector and cosmetic environment stress cracks on the outer overlay tubing. (B)(4) analysis revealed the lead was stretched; the full lead was returned for analysis. Further testing revealed that the inner insulation was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. It was also noted that the lead has been stretched such that the inner tubing buckled, preventing the helix from functioning properly.

Event description:
It was reported that there were high thresholds on the atrial lead. During a device changeout for medical judgment/system upgrade, it was noted that the atrial and ventricular leads were dislodged. The leads were unable to be repositioned and the entire system was explanted and replaced. No patient complications have been reported as a result of this event.